Manufacturer narrative:
The damaged product prior to use questionnaire was reviewed. The procedure was performed according to the instructions for use and there was no patient impact as a result of the patient being under anesthesia for longer than 30 minutes. The product was not returned. However, based on the information provided a potential cause of the reported issue is a manufacturing issue. The stimulator is used to treat pain. The cause of the reported issue is due to a manufacturing issue as the blue stylet meeting resistance during the implant procedure (manufacture). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in damaged product prior to use. Damaged product prior to use rates remain acceptably low; thus, CAPA is not required. Damaged product prior to use rates will continue to be tracked and trended.

Event description:
The commercial team member reported the implanting clinician had difficulty removing the blue stylet and threading the receiver. The physician was provided with a replacement stimulator kit and the lead was implanted successfully. As a result, the patient was under anesthesia for longer than 30 minutes. The patient is doing great and is reporting 80% relief. The sutures were removed and the incisions look great.